Event description:
It was reported that a hyperglycemic event occurred during use of the ilet bionic pancreas, with the participant stating that glucose readings were high; no alarms were reported and the cause remained unclear. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, disability, or other long-term impact. Investigation included outreach to the participant for additional event details and completion of blood glucose questions, with follow-up pending. Investigation of this case revealed that no device malfunction or component failure was identified, and no alert behavior was reported, leaving the cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.